Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer's blood glucose level was 173 mg/dl. Troubleshooting for the blank display anomaly was performed. Customer advised they changed out the battery and received a blank display. Customer advised the display did not return after completing troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a severely corroded battery tube and battery cap contacts. Unable to perform the displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery alarm or the operating currents measurement or off no power test due to blank display. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a shifted end cap sticker.